Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, lot# j10903r05, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter. Eval code-result applies to the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving prialt/ziconotide 25mcg/ml for a total dose of 5mcg/day via an implantable pump for non-malignant pain. It was reported that the patient had an unsuccessful dye study and experienced non-therapeutic delivery of medication. Diagnostics/ troubleshooting performed included a catheter dye study was attempted. It was noted that surgical intervention occurred and the issue was resolved at time of report. The kinked portion of the catheter was removed and replaced. It was noted that the catheter would be returned for analysis. The patient's weight was unknown. The patient's status at time of report was "alive-no injury." The photo provided an image of the opened incision. The event date was unknown. Information received on (B)(6) 2017 reported the item was returned yesterday ((B)(6) 2017) and tracking information was not available. Additional information was received from the manufacturer representative (rep) on (B)(6) 2017 stated the catheter was returned to the manufacturer for analysis. It was noted that an analysis report was being requested and the device may be disassembled for analysis. No further complications were reported/anticipated.